Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.

Event description:
The facility reported an infusion pump stopped infusion on all three channels, fail code 500. This event occurred during patient use. Channel a was infusing levophed, channel b was infusiing neosynephrine and channel c was infusing amidarone. Patient was admitted in the cardiac thoracic unit (ctu). According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.